Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in melsungen. Results: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing were missing. The device showed age related signs of wear and tear and the operating unit was damaged. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. The access on the history data was only possible via the serial link cable, because the can-bus of the motherboard was defective. The last therapy on 2021-04-14 was analyzed. At 10:56 am a rate of 100ml/h and a volume of 50ml was selected. 30 minutes later the infusion stopped because the volume was done. No other abnormalities were found. No pre-alarm rung out because it was deactivated. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The measured values were slightly out of tolerance. The deviation of the pressure sensors has no effect on the flow deviation. The impedance measurement to check the can components was with 1,2 ohm outside the tolerance. The impedance measurement will be performed at the p2- and p3 connector. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +3,67%. The device was disassembled and the inside investigated. No visible damage were found. The glue of the pressure sensors was damaged. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to customer: "infusion pump does not work. Half an hour after carboplatin is attached, the pump makes a bip-sound as it is supposed to do when the 50 ml has infused correctly, but there is nothing infused from the bag. We make a change of pump and the infusion runs correctly. The pump was used earlier with two other infusions without any problems."